Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation since the product location unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-00633, 0001825034-2017-00635, 0001825034-2017-00634. Explanted date- na. Concomitant medical products: catalog#: 11-363660, lot#: 626140, 36 mm cocr mod hd -6 mm. Catalog#: 192011, lot#: 700660, echo por fmrl nc 11x135. Catalog#: 11-106058, lot#: 698840, r/b rloc lhole shl 58 mm sz 25. Therapy date: unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient is experiencing possible allergic reaction in right hip 4 months post implantation and is in the process of allergy testing. No revision has been done to date. Attempts have been made and additional information on the reported event is unavailable.